Event description:
It was reported that this pacemaker system triggered a red call doctor alert. Additional information was received that high out of range impedance measurements were observed on this right ventricular (rv) lead. No adverse patient effects were reported. This device system remains in service.